Event description:
It was reported that during an implant; a high capture threshold was noted on the left ventricular (lv). The physician tried multiple times to find a suitable position but was unsuccessful. The lv lead was not implanted. During the procedure, low pacing impedance was detected on the right ventricular (rv) lead. Upon inspection, insulation damage was observed. The rv lead was replaced. The patient was stable without any adverse events.